Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and one bail cover were broken and contaminated, the battery release was contaminated, one bail cover, ring cover, one bail and the ring were missing, the ventricular output connector was broken, the battery contacts compressed and the liquid crystal display was out of specification in an electrical manner, it had pixels missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.